Event description:
It was reported that while setting up for an anterior lumbar interbody fusion procedure in the operating room, it was noticed that the disc rongeur from the proprep lumbar instrument set was broken, the screw had come out. The instrument was removed from the set, and did not have any contact with the patient or sterile field. Consultant does not know how or when the instrument broke. There was no adverse event to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. The DHR for this instrument could not be found as it was manufactured before the new erp system used for generating routers was in operation. The disc rongeur is over 7 years old. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. The product development evaluation showed the pivot screw at the top of the handle is missing. The threads on the gliding top portion of the instrument appear to be intact. There is no evidence of peening of the screw or bonding epoxy used for assembly of this screw to the instrument. Without the screw, it is unclear as to how well it was secured to the instrument. (B)(4). This complaint is deemed indeterminate.